Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by unreported symptoms. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. Treatment was not reported. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The patient was born on an unspecified date in 1972. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.